Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:(B)(4). Getinge USA sales, llc (B)(4). Contact peron:(B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The fse disassembled the respiratory system and found little particles of dirt were found in the rubber valve of the respiratory system. He cleaned the respective parts and then the ventilator passed calibration verification, functionality, and safety checks and returned to clinical use. The received event logs that the ventilator alarmed for leakage together with clinical alarms such as expiratory minute low and respiratory rate high. There is no error in the technical logs that may indicate a ventilator malfunction. The ventilator failed pre-use check on the event date and passed the test after fse¿s action. The root cause of the reported event is the dirt particles in the rubber section of the respiratory system.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator provided insufficient ventilation during patient treatment. There was no patient harm. (B)(4).